Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was screwing the screw into high quality bone. The tip then broke off into the tip of the screw. Two separate occasions. Screw has the tip of driver still in it.

Manufacturer narrative:
(B)(4). Two (2) viper universal poly drivers [product code: 2797-34-000] were returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that both of the poly drivers had become fractured at the drivers¿ distal tips. It should also be noted that one of the broken tips remained inside the hexlobe feature of the polyaxial screw. The fracture analysis report noted that the fracture surface reveals plastic deformation at both of the drivers¿ hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the drivers underwent a quasi-static torsional shear failure starting at the hexlobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver tips becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the drivers underwent a quasi-static torsional shear failure starting at the hexlobes and is extended around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.